Manufacturer narrative:
(B)(4). The lot was manufactured from 08/29/2015 to 08/31/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The device was functionally leaked tested and no evidence of leak was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a large volume infusor. This occurred after the device was filled with 4400 mg of fluorouracil and 5% dextrose in water and while it was within its overpouch. There was no patient involvement, and the product was not used. No additional information is available.